Manufacturer narrative:
B5: additional information. H6: codes corrected. Manufacturer's investigation conclusion: it was originally reported that the patient expired; however, further information revealed that the patient did not expire, and the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no device related issues were reported by the account, section 1 of the IFU ¿introduction¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient's status was ongoing and that they were alive and well.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files were sent for review. The event log captured multiple pulsatility index (pi) events on (B)(6) 2024 from 7:48:29 to 10:40:51. The low speed limit was set at 4700 rpm during that time. It was reported that the patient passed away. The cause of death was not provided. Whether the outcome was device or therapy related was not provided. It was noted that there was some suspicion of whether or not there was a suspected thrombus in the pump. The family did not wish for an autopsy.